Event description:
Sensor broke apart while the patient was on the hd machine causing a blood leak. Had we not noticed immediately and stopped the blood pump, patient would have major blood loss as this was leak in the circuit with a blood pump at 400 ml/min running. Minor blood loss to patient. The following day, another sensor was found not to be bonded together properly- caught prior to use.

Event description:
Sensor broke apart while the patient was on the hd machine causing a blood leak. Had we not noticed immediately and stopped the blood pump, patient would have major blood loss as this was leak in the circuit with a blood pump at 400 ml/min running. Minor blood loss to patient. The following day, another sensor was found not to be bonded together properly- caught prior to use.